Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant, the right atrial (ra) lead dislodged. During the revision procedure, the lead was unable to be repositioned with multiple attempts. The physician decided to replace the lead with a new one. Later, while explanting the lead, it was discovered that there was a suture that was not removed which contributed to the positioning difficulty. It was also reported that the physician suspected a device header issue because the setscrew was unable to be engaged during the revision procedure. The device was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.